Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer's blood glucose level was 113 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.